Event description:
It was reported that the latch sensor does not detect the correct status of the latch. Patient involvement is unknown.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the latch lock flex. As a result, the latch lock flex was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.